Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation conducted: the complained part was forwarded to the manufacturing plant for evaluation. Here the investigation result. Based on the investigation results, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specification (see section 2.4-dimensional inspection) as well as in the manufacturing documentation no issue was identified. The raw material certificate was checked (comp: (B)(4)/charge number: (B)(4)) and it was found that all used raw material fulfilled the specifications. Since a manufacturing deficiency has been excluded; this complaint is rated as not valid; therefore, no additional actions are required. See detailed information in the attached investigation report. Device history lot: part: 472.370s, lot: l741168, manufacturing site: bettlach, release to warehouse date: jan 30, 2018, expiry date: jan 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that dr (B)(6) informed us that a broken pfna that had to be removed. Concomitant device reported: unknown proximal femoral nail antirotation (pfna) blade (part #: unknown, lot #: unknown, quantity #: 1), unknown locking bolt/screw (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).